Manufacturer narrative:
Additional information to b5: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator (fa) reported a blood leak with combi set tubing lines disconnecting from the access flow set (twister) disk during hemodialysis (hd) treatment. The venous blood line separated from the combi set about twenty minutes into the patient¿s hd treatment and a blood leak was noticed. The fa confirmed there were no issues during priming. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The patient's total estimated blood loss (ebl) was 300 ml. The fa confirmed there was no patient injury, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. It was confirmed that the complaint device has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility administrator (fa) reported a blood leak with combi set tubing lines disconnecting from the access flow set (twister) disk during hemodialysis (hd) treatment. The venous blood line separated from the combi set about twenty minutes into the patient¿s hd treatment and a blood leak was noticed. The fa confirmed there were no issues during priming. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The patient's total estimated blood loss (ebl) was 300 ml. The fa confirmed there was no patient injury, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. It was confirmed that the complaint device has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set was provided by the customer. Evidence of a blood leak was apparent in the provided photograph. The photograph shows that the top port from the twister was found broken. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A user facility administrator (fa) reported a blood leak with combi set tubing lines disconnecting from the access flow set (twister) disk during hemodialysis (hd) treatment. The venous blood line separated from the combi set thirty minutes into the patient¿s hd treatment and a blood leak was noticed. The fa confirmed there were no issues during priming. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The patient's total estimated blood loss (ebl) was 300 ml. The fa confirmed there was no patient injury, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. It was confirmed that the complaint device has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.